Manufacturer narrative:
The investigation into this complaint consisting of a log evaluation and investigation of the returned expiratory channel printed circuit board has been completed. The investigation of the returned expiratory channel printed circuit board did not reproduce the reported technical errors. The logs confirmed the occurrence of the three reported technical error codes which were followed by patient-related alarms; apnea, o2 concentration low, expiratory minute volume low and respiratory rate low that indicate that ventilation had stopped where after the ventilator was set to the standby mode by the user after 3 minutes. The analysis of the technical log shows that the technical error codes were preceded by a breathing subsystem error. The breathing subsystem restarted the processes/subsystem in order to resolve the situation. After three failed attempts to restart the subsystem, the execution in the breathing subsystem was intentionally stopped and the ventilator was set to a safe state with the inspiratory valves closed and the expiratory and safety valves open. The monitoring subsystem detects this, activates the technical error codes, and after the patient related alarms. The opened safety valve and the expiratory valves allows spontaneous breathing of the patient. The root cause analysis done by code review for similar events found that one possible cause was that the process for logging data could block other processes from executing due to improper setup. There may be other causes but these have not yet been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that suddenly there were no breaths to the patient. The ventilator had stopped working and the screen was not responding. The ventilator generated 3 technical error codes and a message "replace the ventilator immediately." The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. The patient's spo2 dropped to 53%. The ventilator was disconnected from the patient and taken out of service. The patient was hand ventilated and saturation went back to normal. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).